Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. Visual inspection, auto test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified when the device was turned on and in the log. The cause of the condition was determined to be out of specification force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.